Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged latch roller. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). During on-site service, a technician observed a damaged latch roller. The cause was undetermined. The latch roller was replaced to resolve the issue. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.